Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed geometry errors. Upon troubleshooting the actual cause of the issue was determined to be defective geo pc. Fse replaced the geo pc and system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. All of the monitors were black. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry pc. The fse replaced the geometry pc and returned the system to use in good working order. Philips has started an investigation of this complaint.